Event description:
It was reported, the camera head had poor image quality. The issue occurred at the end of an unknown therapeutic procedure and was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was not reproduced , however, water ingress(flooding) into the video connector was observed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): phenomenon (1) IFU applicable sections the following statement is included in the "warnings" section in the "instructions for use" section of the instruction manual: ·there are no abnormalities in endoscopic images or functions. If an abnormality occurs in the endoscopic image or function and returns to normal spontaneously, the device may have already malfunctioned. If you continue to use the device as it is, the abnormality may occur again and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out of the patient. Continued use of such an instrument may injure the patient or cause bleeding or perforation. Phenomenon (2) IFU applicable part: the following statement is found in the "precautions" section in the instruction manual "for safe use_handling and general precautions": ·if the electrical contacts of the video connector are bumped, the video connector may be damaged. Do not bump or bend the electrical contacts of the video connector. Doing so may prevent connection to the video system center or cause a poor connection. Olympus will continue to monitor the field performance of this device.